Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 650cc mentor memorygel breast implants experienced bilateral rupture post procedure. The ruptures were diagnosed at the physician¿s office and indicated through ultrasound. Additionally, ultrasound identified that a 3.3cm benign silicone granuloma was noted within the right axillary lymph node. As a result, bilateral prosthesis replacement with 750cc mentor memorygel breast implants was performed on (B)(6) 2022. See 1645337-2022-05084 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on may 16, 2022. The complaint devices were discarded after surgery. Photographs of the complaint devices after explant were provided with the additional information received on may 16. The investigation of the returned photograph was received by the failure analysis lab on may 30, 2022. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).